Event description:
Patient site ID: (B)(6). It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery with two perclose proglide devices using the pre-close technique via a 14f sheath prior to a transcatheter aortic valve procedure. The sutures of two perclose proglide devices were successfully pre-placed. The sheath was upsized to a 15f sheath and the procedure was completed. Reportedly post procedure, hemorrhage was noted while the proglide sutures were tightened. Hemostasis was achieved with the implantation of an 8.0x37mm stent. In the physician's opinion it is possible that the proglide device sutures knots did not reach the femoral artery and remained in the subcutaneous tissue, therefore, it did not close the artery access which led to the hemorrhage. Three days after the procedure, the patient had anemia which was treated with two units of red blood cell transfusion. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effects of hemorrhage and anemia are listed in the electronic proglide instructions for use (eifu), as potential adverse events associated with the use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4- the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.